Event description:
The lay user / patient contacted lfs in 2009, alleging that her one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) spoke to the patient on december 18, 2009 and obtained the following information: the patient mentioned that she would actually experience intermittent power for the past 2 months with her meter. Regardless if she was able to obtain a blood glucose reading or not she continued to take her actose medication on a regular basis. The month prior to contact lifescan, in the morning, she attempted to test and was unable to obtain a reading, since the meter did not power on. At an unspecified time later, she felt sick to her stomach, eyes were dilating, felt lightheaded and had a headache. She then self-treated with food, sugar pills and eyes drops. She claimed that she felt better after she ate and took the sugar pills; however, wanted to make sure she was ok and went to the ER. She was tested on the hospital meter's an hour later with a reading of 200 mg/dl. A "normal" reading for the patient is usually around 150 mg/dl. The patient was not treated for diabetes in the emergency room; however, was treated for uti and for high blood pressure. Her medication was also not changed in the ER. The patient was using the correct vial of test strips. When she pressed the power button and also by inserting a test strip with the customer care advocate (cca), the meter powered on. Products were replaced. The patient denied any misuse of the product and claimed she replaced the battery when the reported issue began and issue still persisted. The complaint is being reported since the patient was unsuccessful to obtain a reading due to the alleged issue and later developed symptoms of low blood glucose and had to self-treat with food and sugar pills and felt better after self-treatment.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.